Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had read inaccurately high. The patient indicated that the alleged issue started on an unspecified date/time 5-6 months prior to contacting lfs on (B) (6) 2010. The patient reported meter readings of "245, 218, 227, and 318 mg/dl." As a result of the alleged issue, the patient reportedly administered self-care by consuming less food/drink(s) on (B) (6) and (B) (6), 2010, at 8:30 am. On each day between 9:00-9:30 am, the patient claimed that she developed symptoms of jitteriness and sweating. The patient denied that she received treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date(s)/times the reported lfs meter readings were obtained, if the patient tested her blood glucose before and after the symptoms developed, and what actions the patient took before and after the symptoms started. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.